Event description:
It was reported that the patient went asystolic during groin access at the beginning of the procedure. The patient was externally paced until the rhythm returned. The case was then completed and the catheters and sheaths were removed. The patient went asystolic again and was externally paced until the rhythm returned. Groin access was attempted to insert a temporary pacemaker. The patient went asystolic again and was externally paced while gaining access and inserting the temporary pacemaker. The patient was being prepped for a permanent pacemaker at the time of the call using the temporary pacemaker as backup. The patient was stable at the time of the call. Only the carto 3 system was connected to the patient when the patient went asystolic. No catheters or sheaths were involved. The account declined evaluation of the carto 3 system. Carto 3 system, ngen select and farapulse were in use. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".